Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
An application support manager (asm) was at site providing surgery support and reported that on a case, doctor moved the side port to 0.5mm limbus offset. When in the operating room (or) doctor did not attempt to open any cataract incision and went ahead with blade. During the surgery doctor mentioned that she was seeing some edema by main incision. Asm asked doctor if she was not able to see the catalys cataract incision and made the incision with blade. Doctor mentioned that she used the blade to open the cataract incision made with catalys. Asm informed doctor that she needs to use a blunt instrument to open any incision made with catalys. Doctor will put patient on some anti-inflammation for edema. No additional information was provided.

Manufacturer narrative:
Additional information: section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.